Event description:
Laser overheated surrounding instrument, causing lip burn. On follow up exam of laser fiber handpiece, fiber was noted to be protruding from handpiece tip, causing uneven heat transfer.